Event description:
Caller reports the patient tested 5.6 inr on the coaguchek xs system and 4.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, unable to replace strips as lot number is unknown.